Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found leaks from the variable stiffness knob and switch 1, the distal end plastic cover had deep scratches and dents, the bending section cover adhesive was removed, and the glue was cracked on both sides, the objective lens edge had minor chips not affecting the image, one of the light guide lens was chipped, there was a leak at switch button 1, all switches were functioning, the nozzle was unable to clear within 10 seconds, the bending section adhesive was dry, the insertion tube had minor scratches and minor discoloration, the control body adhesive was dry, the light guide tube had scratches, the control knob movement had play on both knobs, the exera variable had a leak and no movement, and all labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had an air/water leak at the flexibility adjustment ring in the neutral position. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a leak, and no movement with exera variable stiffness. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The following information from the instructions for use (IFU) pertain to this event: evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" section 5.3 leakage testing of the endoscope olympus will continue to monitor field performance for this device.